Manufacturer narrative:
No significant anomaly was found with the lead (lot number 0211089084 and extension (serial number (B)(4)). Analysis determined the ins passed functional testing and there were no anomalies during destructive analysis that would have caused premature depletion. The reason the device did not meet the expected longevity using the available parameter information was not determined by analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note that conclusion code no longer applies to this report. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported a replacement surgery was scheduled for (B)(6) 2017. No further patient complication was reported as a result of the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3888-33, lot # 0211089084, implanted: (B)(6) 2016, product type lead; product ID 3888-33, lot # 0211089089, implanted: (B)(6) 2016, product type lead; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2016, product type extension.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced premature battery depletion with a loss of stimulation. It was further reported that the patient had experienced a fall three weeks prior to report and that after the incident the patient had to turn up their stimulation amplitude in order to feel anything. The patient reportedly only felt stimulation when both of their leads were activated and even then their ¿stim felt different¿ and ¿gave a burning sensation.¿ interrogation of the patient¿s implantable neurostimulator (ins) found the device went from 2.975 v to 2.6 v (the elective replacement indicator) in only three months. It was later noted that this had occurred between ins interrogations performed on (B)(6) 2016 . Though impedance values from prior to the fall were unknown, impedance testing performed following the fall found no out of range impedance values. Reprogramming was attempted with ¿no result;¿ it was noted however, that the patient¿s stimulation rate was increased from 30 hz to 40 hz. No further diagnostic testing or troubleshooting was performed; there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. The issue remained unresolved and the patient was not receiving effective therapy as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.